Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. Manufacturing evaluation reports the sample was received and visual inspection noted the centering pin on the tip was broken off and missing. The broken surface is homogenous indicating material conformity same as the manufacturing records. The breakage is possibly indicative of mechanical overload during usage. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is invalid from a manufacturing perspective.

Event description:
It was reported that the tip of the countersink broke off. Instrument was not used for this case, but when the instrument set was taken to decontamination, the (B)(4) technician found that the tip of the countersink was broken off and missing. It is unknown when the piece was broken and whether it happened during some other surgery, as the spd tech did not notice it at the time of previous reprocessing.